Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by cubie failure. The field service engineer reinstalled the row boards and rebooted the station. Accessed the hardware testing application to successfully released all cubies and popped all lids. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system cubie failed and required maintenance. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient and the resulting delay in dispensing medication. There were no adverse events or injuries reported based on this event.